Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two resolute integrity drug-eluting stents were implanted in the lad. Cec adjudicated that one day post index procedure the patient suffered an mi related to the tv. Patient was discharged several days later in good condition.